Manufacturer narrative:
On (B)(6) 2022, infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
On (B)(6) 2022, a distributor of infutronix reported a complaint on behalf of an end user: "the tubing fell out the left side of the cassette while receiving therapy at home." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.